Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit overheated and went dark during a case and the pt had 10-15 minutes of extra anesthesia; during troubleshooting the unit and transporting in another, and then after 24 hours of cooling down the unit. The bulb was changed and unit would still not ignite. No known pt adversities.